Manufacturer narrative:
The device was manufactured prior to the UDI labeling effectiveness date, and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4). The field service representative (fsr) replaced the coin cell battery to resolve the issue. He also replaced the hard drive and the atx printed circuit board assembly (pcba) board. Functional testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) had a boot up failure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: b3. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.